Event description:
It was reported the pt is receiving ineffective foot stimulation. Reprogramming was unsuccessful. The pt will be consulting with the physician regarding a pns placement.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.